Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements. It was reported that the shock impedance trend is rather stable overall averaging around 90-100 ohms. Boston scientific technical services (ts) discussed and recommended that the clinic continue to observe impedances until impedance increase to 140-160 ohm range. At this time, the patient will continue to be monitored. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that this patient underwent a revision procedure and the crt-d and rv lead were explanted and replaced. No further complications have been reported.